Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm to address the issue. Additionally, intermittent cartridges leaked. A cartridge change was performed resolving the issue. Customer's blood glucose ranged between 120-200mg/dl